Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that the patient was infected and all implants were removed. The patient was revised on (B)(6) 2014; however, an implant date is unknown. Documentation of the implant record that could be retained lists a zimmer tmt acetabular augment (part no. 02-212-15503, lot 61722071) which is of zimmer tmt design control. The patient also had other components revised which are of zimmer warsaw design control. The representative noted that the implant record does not include the femoral stem, which was most likely implanted before 2000, but there is no record of it.